Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: liner 1: 0001825034-2019-02168, liner 2: 0001825034-2019-02170.

Event description:
It was reported that during surgery the surgeon was unable to get two different g7 liners to seat in the acetabular shell. The surgery was completed with a third backup liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Product was not returned therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.